Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in austraila. It was reported that the patient experienced a low blood glucose event on (B)(6) 2026. The patient was taking prescription medication (anxiety medications). The patient treated the event by eating chocolates, after which the event resolved. No further information is available.